Event description:
It was reported by service report that the footend brake was not staying engaged. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Eval result: brake cam.